Manufacturer narrative:
Date sent to FDA: 11/3/2020. Additional b5 narrative: it was reported that following insertion the patient experienced recurrent hernia and abdominal pain.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted ¿the previous mesh was found to be well secured along the right side of the abdomen, however, it appeared as though the mesh had completely pulled free of its attachments to the left side of the abdomen, re-exposing approximately 50% of the previous hernial defect.¿ it was reported that the patient experienced severe pain, inflammation, pulling sensations, stiffness, constipation and tenderness. No additional information is provided.